Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber tip broke, the procedure was completed with another fiber. There were no patient complications.